Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that while the sales consultant was giving a demonstration on an e-pen, it would not turn on. The hand-piece was malfunctioning.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the part had motor failure. Although the customer complaint was verified, it is impossible to determine how the product was handled or decontaminated in the field, therefore, this complaint is deemed indeterminate. Additional product code for this report include dzi, erl, and hbe.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)